Event description:
Healthcare professional reported bilateral rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: device photograph(s) for the device related to the reported event of rupture was reviewed on 02-nov-2022. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported bilateral rupture. The record relates to the right side. Device has been explanted and replaced.

Event description:
Healthcare professional reported bilateral rupture. The record relates to the right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b5, g1, e1.

Event description:
Healthcare professional reported bilateral rupture. The record relates to the right side. Device has been explanted and replaced.